Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and and (B)(6) 2009 and mesh were implanted, respectively. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and mesh were implanted, respectively. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, and dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that on (B)(6) 2013, the patient underwent repair of a defect of anterior urethra due to exposure.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, and dyspareunia. On (B)(6) 2013, the patient underwent repair of a defect of anterior urethra due to exposure. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent cystoscopy on (B)(6) 2013 due to dysuria and dyspareunia. (B)(4) - dysuria; dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.